Manufacturer narrative:
The device was returned to great batch for evaluation and the reported event was confirmed. The cardon joint nearest the threaded tip was observed to be broken. The production records were reviewed and no discrepancies were identified. The failure is contained within the risk management files and falls within the predicted occurrence range. No further investigation required. Complaint information provided by distributor, (B)(4).

Event description:
It was reported during an unknown patient procedure that the offset impactor will not thread into the cup. The blue dial will not rotate and may be bent. There was a 10 minute surgical delay, but no adverse events nor patient consequence were reported as a result of the malfunction.

Manufacturer narrative:
The cardan joint nearest the blue knob was observed to be broken. D3 - updated manufacturer e-mail address. H10 - corrected initial report which inadvertently indicated that it was the cardan joint nearest the threaded end.